Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully open, visual analysis showed the handle is not intact. The device was received with the handle components detached from the dcs. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. From close observation, both tabs appear to be hinging inwards. Voids are observed along the proximal end and distal end of the capsule. A kink is observed along the distal end of the inner member shaft near the nose cone. A severe kink is observed along the proximal end of the inner member shaft near the spindle hub. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning, such as patient anatomy or physician experience. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. It was reported that, during the recapture attempt, the deployment knob of the dcs separated. The device was received and evaluated by medtronic; visual analysis confirms that the handle components were detached from the dcs. The damages on the returned device suggest that the dcs was subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a 26 mm transcatheter bioprosthetic valve (unknown) with this delivery catheter system (dcs), the valve was loaded with no complication and no sign of misload, as the fluro check confirmed a good load. During the insertion and advancement of the dcs, no tortuosity was encountered in the aortic vessel or the aortic arch. The valve was positioned too high on the first attempt and was recaptured. During recapture, when the valve was nearly fully withdrawn into the capsule, the deployment knob of the dcs separated into two parts. No tension was encountered prior to the separation. The deployment knob was manually put together, the valve was fully recaptured and removed without injury. The valve was removed from the dcs, loaded in a new dcs and implanted without problems. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.